Event description:
The treated patient reported root resorption and temporo-mandibular disorder (tmd) during the course of treatment with the device. The severity of the symptoms progressed to the point where surgical intervention was recommended by a jaw specialist to alleviate the symptoms. The treating doctor confirmed the presence of a severely recessed lower jaw, along with ongoing pain and discomfort. No medications were prescribed, and it remains unknown whether any clinical or laboratory tests were conducted. The patient discontinued use of the device in (B)(6) 2024.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth.", "in rare instances, problems in the temporo-mandibular joint (temporo-mandibular disorder (tmd)) may result in joint pain, headaches, or ear problems. During forward posturing and vertical changes with mandibular advancement features, problems in the temporo-mandibular joint may be exacerbated.". The treating doctor believes that aligners could have been associated with the patient symptoms. Align's clinical review of available records indicates a dental class iii anteroposterior relationship and a right-side crossbite from the first premolars to the terminal molars. The patient's occlusion evolved through five treatment plans, resulting in a bite opening, which could have been managed with auxiliary techniques. The final treatment plan aimed to close and stabilize the bite, omitting crossbite correction. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the root resorption and tmd (permanent damage) and the surgery the patient will require (medical intervention to correct the permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of when the symptoms started or when the surgery will be performed, and the date (b3) is based on the timelines reported to align and compared to patient information.